Event description:
The pacing system was implanted on (B)(6) 2018. Reportedly, during a standard follow-up performed on (B)(6) 2021, the estimated residual longevity differed from two years between the beginning and end of device interrogation. The residual longevity was estimated at 8 years during the previous follow-up performed one year ago. At the beginning of the follow-up performed on (B)(6) 2021, the residual longevity was estimated at 4 years. However, upon device re-interrogation on the same day, the residual longevity was estimated at 6 years.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
D3 - g1 : corrected. Preliminary analysis revealed that device statistics were reset during the follow-up dated (B)(6) 2021, resulting in an update of the device estimated residual longevity calculation.

Event description:
The pacing system was implanted on (B)(6) 2018. Reportedly, during a standard follow-up performed on (B)(6) 2021, the estimated residual longevity differed from two years between the beginning and end of device interrogation. The residual longevity was estimated at 8 years during the previous follow-up performed one year ago. At the beginning of the follow-up performed on (B)(6) 2021, the residual longevity was estimated at 4 years. However, upon device re-interrogation on the same day, the residual longevity was estimated at 6 years.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2018. Reportedly, during a standard follow-up performed on (B)(6) 2021, the estimated residual longevity differed from two years between the beginning and end of device interrogation. The residual longevity was estimated at 8 years during the previous follow-up performed one year ago. At the beginning of the follow-up performed on 1 june 2021, the residual longevity was estimated at 4 years. However, upon device re-interrogation on the same day, the residual longevity was estimated at 6 years.